Event description:
Patient reported their solis pump had indicated a red error message. However, she said there was no blockage, the batteries were fine and the cassettes were fine. She has since switched to her backup pump however would like a replacement pump. Serial number and maintenance due date were not provided. Product fault occurred while in use with patient. Product issue did not cause or contribute to patient or clinical injury. Actual device available for investigation upon return by patient. Pharmacy to replace device. Patient had a backup device to switch to. Patient able to successfully continue their infusion. Infusion is life sustaining. Outcome: resolved. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. No further information. Reported to (B)(6). By: patient/caregiver.